Manufacturer narrative:
No unexpected button error alarms or failed battery test alarms were noted. Unable to perform the displacement and off no power tests, or check the operating currents due to unresponsive keypad. The pump had an unresponsive esc button due to corroded keypad traces. The pump also had minor scratches on the lcd window, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and failed battery test. Troubleshooting was done. Customer's blood glucose was 8.4 mmol/l. Customer was changing her set and got button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)